Event description:
It was reported that a cartridge alarm 1 occurred during bolus. Additionally, it was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 127-170 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.